Manufacturer narrative:
An event regarding "seating/locking issue" involving a centrax bipolar was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was received centrax head was received along with the corresponding locking ring and packaging clip. No damage was observed on any of the components. A functional test was performed with the returned device along with a c-taper lfit inter head, catalog s-1400-hh62, lot: npampa, and an omnifit eon 132 cemented hip stem, catalog no.: 6089-0835, lot: mjl34w were obtained from finished goods. The returned device was readily assembled to these components with normal hand force and without any undue effort. Once assembled, the head freely rotated with a slight resistance in the returned centrax insert as required. The device was deemed to be conforming and therefore, the reported event could not be duplicated. -clinician review: not performed as medical records were not received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed as it was determined that the device was fully functional as per the functional test performed. It was noted in the reported event that another centrax (42mm) was used which is a size bigger. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that, during a bipolar hip arthroplasty, a surgeon felt that the sliding motion of the centrax (41 mm) was not smooth. Another centrax (42mm) was used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a bipolar hip arthroplasty, a surgeon felt that the sliding motion of the centrax (41 mm) was not smooth. Another centrax (42mm) was used instead.